Manufacturer narrative:
The pump was received with a frozen display due to moisture damage at the electronic assembly. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the frozen display. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that he experienced a high blood glucose level of 530 mg/dl. The customer treated his blood glucose level with the insulin pump. The insulin pump was exposed to insulin. It was possible that insulin leaked in the insulin pump. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.